Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused. The pump infused an intravenous bolus of 0.9% nacl in 30 minutes. The initial infusion was successful, but the second bolus failed to infuse despite pump indications. After repositioning the tubing, the infusion proceeded normally. There was no report of patient injury or medical intervention associated with this event. No additional information is available.